Event description:
Pt underwent colonoscopy with hot snare polypectomy and clip placement. Following the polypectomy, two clips were placed at the site for hemostasis. During the clip placement, the first clip did not attach to the lumen wall. The site was inspected and it was noted that the clip had broken into two pieces. The clip was retrieved and removed from the pt and a new clip was placed. The procedure scope was withdrawn from the pt and the procedure was completed.